Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 05/31/2017, mfg. Date: 05/31/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced power switching when these two batteries were connected to the controller together. The switching did not occur with the batteries connected to another power source. The site was unable to replicate the event during clinic visit. The batteries were exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). Additional information received (01/11/2017) indicated that the patient denied loss of power and any reports of alarms. In addition, the patient denied experiencing any further issues with switching since the batteries were exchanged. Two batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed that the controller, (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Analysis of the devices could not be performed since the devices were not returned for evaluation. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation addressing controller intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.